Event description:
It was reported that while opening the glass lid of the valves, difficulty opening the lid was reported and a damaged broken seal was observed. Opening the jar resulted in white, loose particles. The valves were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated/corrected data: b5. Second paragraph added d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while opening the glass lid of the valves, difficulty opening the lid was reported and a damaged broken seal was observed. Opening the jar resulted in white, loose particles. The valves were replaced. No patient complications were reported as a result of this event. Additional information clarified that the valves were incorrectly reported initially. There were no loose particulates observed; the valve jars were difficult to open with a damaged broken seal.

Manufacturer narrative:
Additional review of the event and/or additional information received updated the information to suggest that the device in this report has malfunctioned. Therefore, this event meets the reporting requirements in 21 cfr 803. Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while opening the glass lid of the valves, difficulty opening the lid was reported and a damaged broken seal was observed. Opening the jar resulted in white, loose particles. The valves were replaced. No patient complications were reported as a result of this event. Additional information clarified that the valves were incorrectly reported initially. There were no loose particulates observed in the solution, however, particulate was observed on the glass rim. The valve jars were difficult to open with a damaged, broken seal.